Event description:
It was reported that the physician thought the rv (right ventricular) lead may have perforated the heart, but after the case "seemed to dismiss that notion." The physician did state that the rv lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.